Manufacturer narrative:
Customer states that all calibrations and aqc are consistently within limits.

Event description:
Customer reported erratic results for ph and pco2 on 2 different rapidlab 1200 blood gas analyzers. The patient's treatment was not affected by the urine test result. No treatment was provided or denied prior to the test outcome.